Event description:
The customer reported that the screen is not lit. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the screen is not lit. There was no reported pt involvement. The device was evaluated by a local third party service provider. The symptom was clarified as failure to power up. The energy select switch assembly was replaced to resolve the issue.